Manufacturer narrative:
Exemption number e2014039. Additional device information: model# mb3575, lot 5233443, expiration date 09/01/2019. The patient was experiencing neck pain and the surgeon decided to remove and replace with fusion at c5-c7. The device was sent to an external laboratory for analysis and results are pending.

Event description:
Revision surgery to remove cervical disc arthroplasty devices and fuse at levels c5-c7 due to patient's neck pain.